Event description:
It was reported that an ilet pump displayed repeated restart 60 alerts attributed to a bluetooth communications error and was unable to be recovered through standard troubleshooting, leading to a replacement arrangement and shutdown guidance to prevent further alerts. Symptoms included no reported impact to blood glucose. Outcomes included continued cgm use via the dexcom app or receiver and instruction that existing device data would not transfer to the replacement, with a full startup process required on the new device. Investigation included customer education, verification of shipping and return logistics, and remote assessment of the reported bluetooth communication fault. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.